Event description:
It was reported via phone call that the customer passed away on (B)(6) 2019 at home. The customer was hospitalized on (B)(6) 2019 due to natural cause. The cause of death was natural cause. The customer¿s blood glucose was unknown at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.